Event description:
The wire rope that attaches to the spot film device counterweight broke. The spot film device then fell towards the pt. The pt is claiming a back injury; nature and extent of the injury is unknown.